Event description:
It was reported that the patient underwent an initial total shoulder replacement on the right side. Subsequently, the patient experienced excessive wear of implant components secondary to damage of articular surfaces, as well as pain and functional impotence. As a result, approximately 11 years after initial replacement, the patient underwent a right shoulder revision. No further impact to the patient was reported. No other information is available.

Manufacturer narrative:
(D10) concomitant devices: 300-01-09 - equinoxe, humeral stem primary, press fit 9mm, 314-02-02 - equinoxe glenoid, pegged alpha, small, 300-10-15 - equinoxe replicator plate 1.5mm o/s. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. A review of complaint history was unable to be performed as the relevant device and event information was unknown. A definitive root cause was unable to be determined; however, may have resulted from prosthesis wear of the glenoid and humeral head as reported. However, the failure cannot be confirmed as no relevant clinical information, images, or radiographs were provided. Potential contributions of manufacturing, patient, or user-related issues to the event cannot be determined from the reported information. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.